Manufacturer narrative:
Customer did not provide serial number.

Event description:
The customer called into philips to report that an error message appears on the device. There was no reported patient involvement / adverse patient impact.